Event description:
On (B)(6) 2013, the doctor's office spoke with an animas representative and stated that the patient had been hospitalized. No details were provided. Customer technical support has made multiple attempts to contact the patient for additional information, without success. This complaint is being report due to the alleged hospitalization. It is unknown at this time if the hospitalization was blood glucose related, or if the pump was a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.